Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the surgery performed was a pars plana vitrectomy and membrane peel with instillation of gas to treat a full thickness macular hole. It remains unconfirmed if the broken forceps jaw remains inside of the patient's right eye. It was confirmed that there is no harm to the patient.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to acceptance criteria. A 100% final inspection is performed for this product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A physician reported that an ophthalmic forceps jaw broke off during surgery. The broken part could not be recovered. Patient impact information is unknown. Additional information has been requested.